Event description:
The patient had a fentanyl infusion running. Around 1800 the infusion alarmed that it was complete, yet the vial was still completely full. This rn checked the tubing and the IV insertion site, and they were patent, not kinked, and not leaking. IV site was rotated, and this rn, with another rn present, gave a bolus, and within the drip chamber there was no movement of the infusion. The patient was stable and did not require additional medication. This rn stopped the infusion, pulled a new vial, and rehung the infusion with new tubing a new pump. The pump was set aside and label as broken. Clinical engineering interrogated the pump and found the following: the tubing was kinked just below the drip chamber. Also, looking in the logs, there were several upstream occlusion alarms in the hours prior to the infusion in question (10:31am, 10:50am, 12:05pm, 1:09pm, and 3:16pm), which were all cleared by someone and the pump told to continue running. Our assessment is that this kink was preventing the drug from infusing properly and was not remedied by whomever was telling the pump to keep running. With new tubing, the pump passed all functional tests.